Event description:
Smoke emission was detected from the immulite 2000 instrument. The customer contacted the local fire department, who evacuated the laboratory room. There was no report of injury to staff, damage to property or impact to patients due to the smoke emission.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the cause of the smoke was due to a slave 4 printed circuit board (pcb). The cse replaced the slave 4 pcb, the 40 pin multi-drop cable and the high speed spinner. The cse successfully performed a water test and verified all alignments. The instrument is performing within specifications. Further evaluation of the device is not required.